Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Brake is broken, stuck in steering mode; the brake detent roller has come loose from assembly. The investigation is in process.